Event description:
A report was received that during a lead revision due to migration the physician found the bottom right contact on the lead was damaged. The physician was unsure when the contact was damaged. The lead was successfully explanted.

Event description:
A report was received that during a lead revision due to migration the physician found the bottom right contact on the lead was damaged. The physician was unsure when the contact was damaged. The lead was successfully explanted.

Manufacturer narrative:
Additional information was received that the missing contact was not left inside the patient's body. The returned product analysis confirmed the complaint. Visual inspection revealed electrode #8r was missing. It was not able to be determined when the electrode was dislodged. Visual inspection also revealed all cables but one were severed at the right pigtail, approximately 1.5 inches from the proximal end. The cut damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.